Manufacturer narrative:
Zoll has not yet received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product has been received and investigation has ben completed.

Event description:
As reported, during active operation of the autopulse platform (sn (B)(4)), the platform powered off after performing a defibrillation shock to the patient. The display went blank for about 10 seconds and then displayed no charge on the battery indicator. The user pressed the power button on the platform to reset and the platform continued compression's on the patient. During the second defibrillation shock to the patient, the platform acted the same. Same problem repeated for 4 times. The battery was not swapped out during the active operation. The defibrillator pads were attached to the defibrillator and not connected to the autopulse. The user performed manual CPR on the patient and they continued the compressions using their back up device. No known impact or consequence to the patient.